Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the hcp that the patient experienced 15 episodes of unexplained motor stalls in the 36 hours prior to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving lioresal (3000ug/ml,1412.4 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity and stroke. It was reported by the consumer that the patient's pump alarm was going off. The patient was not scheduled for a refill till (B)(6) 2018 and low reservoir alarm date was (B)(6) 2018. The alarm started on (B)(6) 2018 and alarmed again 3pm and 3:10 pm on (B)(6) 2018. It sounded like critical alarm and no symptom was reported. It was later reported by the healthcare provider (hcp) that the patient experienced multiple motor stalls and recoveries. Logs reveal shorts stalls and recoveries going back to (B)(6) 2018. The pump had recovered since 05:53 on (B)(6) 2018. The patient was almost a vegetative state. Patient was normally at home as they were difficult to transport in current health state. There was no new items placed over the pump. There has not been any new caregivers, new beds, new emi in any way. Symptoms wouldn't be expected since the pump stalls were so short. The pump was replaced on friday evening ((B)(6) 2018). No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of motor stall was not determined. It was later reported by the representative that the pump would be returned. No additional information was received.

Manufacturer narrative:
The pump was returned and analysis identified electrochemical migration across the electrical feed-through insulator. An electrical short was observed during functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned without new information. Additional information was received from saol therapeutics. It was reported that the patient was receiving baclofen tablet, amitriptyline hydrochloride, budesonide suspension, carvedilol tablet, clonazepam tablet and levetiracetam. The patient was then admitted to the ER and was subsequently hospitalized (admitting diagnosis of malfunction of intrathecal infusion pump) on (B)(6) 2018 for the pump explant. No further complication was reported.